Manufacturer narrative:
(B)(4). Batch # unk. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: was the device difficult to close? No. Surgical assistant that fired had no issue closing from what I gathered in interview. Is it routine for surgeon to use white reload on dorsal vein? Yes. How many firing stokes of device were performed? 1. What type of clip was used on dorsal vein? None. Was the firing handle completely open prior to using knife return? Na. Na. Wasn¿t able to gather that specific info. What is the current patient status? After speaking w/ surgeon, patient was sent home sunday, (B)(6) and was in good condition. (B)(4).

Event description:
It was reported that during a robotic prostatectomy, the doctor closed the stapler on the dorsal vein, with a white reload, no buttressing material, first firing, closed the white lever, closed the gray lever, tried to fire the stapler and the stapler wouldn't fire. The doctor pressed the red button down, to reverse the cutter and wasn't able to open the jaws of the stapler. After repeated attempts to remove the device from the dorsal vein, the doctor decided to convert to open, clipped both sides of the dorsal vein, then cut around the stapler to remove the stapler from the patient. The procedure was completed using clamp, cut and tie.